Manufacturer narrative:
Initial.

Event description:
It was reported that during a high glucose event the device¿s screen turned off, and the patient called for assistance; the agent provided instructions to turn the screen back on, and the event was associated with an unexpected shutdown of the device¿s computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem affecting the computer software component that led to an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.